Event description:
It was reported that a user experienced prolonged high blood glucose and was frequently announcing multiple meals close together on the ilet system in an attempt to correct hyperglycemia, and the agent advised that target settings could not be adjusted through support and transferred the call to a partner organization for further guidance. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included troubleshooting and education during the call and escalation to the partner organization. Investigation of this case revealed user technique concerns related to repeated meal announcements used as a correction strategy, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error.